Event description:
It was reported that during a bariatric video laparoscopic procedure, the instrument only worked in the 1st coagulation. The cable was replaced, but it still did not work. The surgery had to be completed without an ultracision device, which caused delay on the surgery and intra-operatory bleeding. There was no patient consequence.

Manufacturer narrative:
(B)(4): blade cracked due to activation without tissue. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and/or missing. The remaining blade portion had scratches. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was [repeat the voc. Blade damage may occur from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.